Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient underwent lysis of adhesions. With the current information available, it is unclear if the lysis of adhesions were in any way related to the ventralex st mesh implanted in (B)(6) 2014, however, adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. On (B)(6) 2017 - the patient underwent an additional surgery to remove the ventralex st, and perform a small bowel resection and lysis of adhesions. The attorney alleges the patient endured additional surgeries to treat mesh-related complications, patient was injured severely and permanently and has suffered and will continue to suffer physical pain.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient underwent lysis of adhesions. With the current information available, it is unclear if the lysis of adhesions were in any way related to the ventralex st mesh implanted in (B)(6) 2014, however, adhesions are listed as a known possible adverse reaction in the instructions-for-use. With the current information available, no definitive conclusion can be made. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the information provided, patient with complex medical/surgical history was implanted with ventralex st mesh, about a month post implant of ventralex st mesh, patient underwent abscess drainage. About 2 years later, patient was diagnosed with enterocutaneous fistula, adhesions and underwent bowel resection with partial excision of ventralex st mesh. Review of manufacturing records confirms product was manufactured to specification. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists fistula formation as a possible complication. Notes: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2014 - the patient underwent surgery for repair of an incisional hernia. A ventralex st hernia mesh was implanted to repair the hernia defect. (B)(6) 2017 - the patient underwent an additional surgery to remove the ventralex st, and perform a small bowel resection and lysis of adhesions. The attorney alleges the patient endured additional surgeries to treat mesh-related complications, patient was injured severely and permanently and has suffered and will continue to suffer physical pain. Addendum per additional information received: (B)(6) 2014 - patient with complex medical/surgical history, was diagnosed with incarceration incisional hernia in the old colostomy site and underwent repair with ventralex st mesh. Per op notes ¿the hernia sac was excised. We then selected ventralex st mesh and placed into the colostomy defect." (B)(6) 2014 - patient was diagnosed with abscess and underwent drainage. Between (B)(6) 2015 to (B)(6) 2016 - patient frequently visited hospital for abdominal pain. (B)(6) 2017 - patient was diagnosed with enterocutaneous fistula and underwent laparotomy with segment of small bowel resection and mesh excision. Per the operative notes," multiple adhesions of small bowel were taken. The fistula phlegmon was dissected and excised from the abdominal wall. A segment of ventralex st mesh was noted and was dissected free from the surrounding adherent small bowel and excised. Multiple loops of adherent small bowel and fistula tract was excised. It was noted that the mesh had eroded into small bowel which created an enterocutaneous fistula." (B)(6) 2019 - patient was developed with bulge in left lower quadrant. Attorney alleges that patient had abscess, adhesions, bowel/intestinal obstruction, bowel/intestinal perforation, bowel/intestinal removal, emotional injuries, fistulae, infection, mesh migration, pain, hernia recurrence and procedures to address an abscess and leukocytosis and then thrombocytosis.